Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device available for evaluation: used to capture compartment syndrome. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an adverse event occurred for subject 00073-034 for the dst202103 study. The patient¿s initial injury occurred on (B)(6) 2022 , with right side polytrauma. Tna was implanted for closed distal tibia fracture. Date of index procedure was (B)(6) 2022 . Compartment syndrome was noted to have started on (B)(6) 2022 , and required fasciotomies of two compartments with irrigation and debridement. The implants were not removed. The status of the adverse event is now recovering/resolving. This report involves one unk - screws: locking: trauma. This is report 4 of 7 for (B)(4).